Event description:
Pt was moved into bathroom doorway on wheel chair, sling was attached and client was raised into standing position using a sara 3000 lift. Pt was maneuvered over the toilet and door was closed. As carer started to lower the client onto the toilet the sling became detached and client fell backwards onto the toilet banging her head on the cistern.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR medibo medical products (B)(4). The eval of the device to date has been carried out by a representative of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.